Event description:
On (B)(6) 2025 the user reported that during an insulin cartridge and tubing change the ilet pump displayed error code 38 and did not complete a rewind. The user attempted restarts and a firmware update but could not proceed with filling tubing. A replacement ilet was arranged. Bg was not affected, and the user planned to contact their healthcare provider for backup therapy. No hospitalization, treatment, or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.